Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the smart device displayed an error message for low transmitter battery. Data was provided for evaluation. Data review could confirm the reported event of low transmitter battery. A probable cause could not be determined via data. This complaint is reportable based on the finding of transmitter failure error via log data review. No additional patient or event information is available. No product has been returned.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed, and the inspection passed. A voltage test was performed and the transmitter had no voltage. Data investigation confirmed a low transmitter battery on (B)(6) 2018. In addition, a failed transmitter error was present in connection to the reported allegation. The probable cause could not be determined post investigation.